Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo field service specialist (fss). The fss replaced the instrument manager printed circuit board and advantech board printed circuit board. Due to the intermittent 2012 error reported, the system was kept under observation (monitored) for duration. During the observation of a few operation theatre ( surgery support), there has been no other issues or occurrence reported since the monitoring. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that intermittent error 2012 (instrument host timeout error) occurred with the whitestar signature system. In troubleshooting, the customer was asked to restart the unit and upon restart, the system worked. There was no patient involvement reported.